Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Dissection was observed. The patient was treated with implantation of another resolute onyx stent into the lad. The angio core lab review observed that the patient suffered two dissections. The first was a grade b dissection and within the stent area and the second was a grade e dissection. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. It was reported that the first dissection was caused by a non-medtronic pre-dilation balloon.